Event description:
It was reported that the patient experienced unacceptable coverage for his pain from the implantable neurostimulator (ins). It was determined that the patient's leads had migrated and that the fixation anchor had failed. Both of the leads were replaced. The explanted leads were disposed per biohazard instructions. It was noted that reprogramming did take place on (B)(6) 2012. The patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3778-60, serial#(B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Lead: model 3778-60, serial#(B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Anchor: model 3550-39, lot #n293795, implanted: (B)(6) 2011, explanted: unk. Neuro adaptor: model 37092, lot #27147000, implanted: (B)(6) 2011, explanted: unk. Neuro adaptor: model 355531, lot #n306773. Lead: model 37743, lot# unk, serial# (B)(4), implanted: unk, explanted: unk. Lead: model 37092, lot# 271470001, serial# unk, implanted: 2011 (B)(6), explanted: unk. Lead: model 3550-39, lot# n293795, serial# unk, implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
Lead model 3778-60 (B)(4) explanted: (B)(6) 2012; lead model 3778-60 (B)(4) explanted: (B)(6) 2012; anchor model 3550-39 lot #n293795 explanted: (B)(6) 2012; neuro adaptor model 37092 lot #271470001 explanted: (B)(6) 2012. Correction: programmer (not lead) model 37743 (B)(4). (B)(4). The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication (october, 2009).

Event description:
Additional information received clarified that at the lead revision procedure it was observed that the metal part of the anchor accessory had completely separated from the outer rubber component. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Corrected information: remedial action other text if information is provided in the future, a supplemental report will be issued.